Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported bleeding could not be conclusively determined through this evaluation. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), is currently available. Section 1, ("introduction") lists potential adverse events that may be associated with the use of the hm3 lvas, including bleeding. Section 6, (¿patient care and management¿) provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient experienced pericardial fluid collection on (B)(6) 2016. The patient was given 4 packed red blood cells from (B)(6) 2016 due to post-operative bleeding. The pericardial fluid was drained and the event resolved on (B)(6) 2016.